Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Electrode body found no anomalies and the setscrew marks were in the wrong location on the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system this electrode exhibited high out of range system impedance measurements greater than 400 ohms. After troubleshooting the physician decided to replace this electrode. This electrode was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system this electrode exhibited high out of range system impedance measurements greater than 400 ohms. After troubleshooting the physician decided to replace this electrode. This electrode was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.